Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device properly uploaded on to carelink. No upload or download anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. Current blood glucose level is 210 mg/dl. The customer treated low blood glucose value with glucose bottles or apple juice. Customer reported that insulin pump was not on auto mode. Self-test was passed. The insulin pump was exposed to body scanner. The insulin pump will not be returned for analysis.